Manufacturer narrative:
The insulin pump had minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip. No damage/crack found on belt clip slot. No belt clip anomaly.

Event description:
The customer reported via phone call that the insulin pump's screen was scratched. The customer had trouble reading what was on the screen. His belt clip was also broken. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.